Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with complaint of syncope. The right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing. The left ventricular (lv) lead displayed a low impedance. The right ventricular (rv) lead experienced t-wave over-sensing which resulted in the patient receiving therapy. The leads remain in use. No further patient complications have been reported as a result of this event.